Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a wrist fracture distal radius procedure, the surgeon pre-drilled in optimal direction on drill guide for the 2.4mm va locking screws. When the first two locking screws were placed, they would not engage the threads on the plate holes. The surgeon removed the screws and tried inserting one of the screws in a different hole and the screw was able to engage in the plate. While inserting the screw into the second hole of the plate, the screw would not engage into the plate again. This happened with two more screws. The surgeon was satisfied with the reduction achieved and ended up only using four of the six holes in the plate. The three screws that would not engage into the "in" the two screw holes of the plate were discarded of. The patient is reportedly recovering well, the plate remains implanted. This is 3 of 4 reports for the same event.